Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).